Event description:
It was reported that during a coronary artery stenting treatment procedure that balloon withdrawal resistance occurred. After deployment of the 3.5x16mm liberte stent in the very tortuous left circumflex artery (cx), the balloon was deflated completely. The physician then encountered resistance in withdrawing the deflated stent balloon, due to the balloon sticking to the stent, into the guiding catheter. After several manipulations, the balloon was retrieved into the guide catheter and the whole system was pulled out together. The balloon was removed intact and the deployed stent remained implanted. There were no pt complications and the pt's condition was reported as "good".

Manufacturer narrative:
.